Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch pch496 and no non-conformance's were identified. Device evaluation summary: five sealed boxes with twelve unopened samples each of product code w8704, lot pch496 were returned for analysis. As total sixty unopened samples were received. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? No x-rays were used for finding the needle in the patient. Because when the needle comes out of the thread the needle is still on the forceps. Does not fall into the patient. Representative samples returned to support investigation of device issues captured in reports 2210968-2020-01720 and 2210968-2020-01721. Analysis results have been included in reports for each.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture's thread came out of the needle during operation. The procedure was delayed for 3-5 minutes. Another device was used to complete the procedure. No adverse patient consequence reported.